Manufacturer narrative:
Additional manufacturer narrative: it was reported that the patient has passed away. The cause of death or date of death have not been provided. No other details.

Manufacturer narrative:
Additional information was received regarding the patient's death. Post-op, the patient was noted to be in cardiogenic shock and difficulty was encountered when attempting to wean the patient off the ventilator. Unstable, the patient was transferred on post-op day #3 to another hospital for ECMO and further treatment. After transfer, she underwent cardiac catheterization for further evaluation. Cardiac cath found "external compression of the left main stem with the bioprosthetic aortic valve. There was sluggish flow down the lad and lcx." On post-op day #4, the patient underwent coronary artery bypass to bypass the left anterior descending artery and the circumflex., but continued to have low cardiac index and cardiogenic shock. She developed renal failure and multiple organ dysfunction. The decision was made to make her comfort measures only (cmo). She expired on post-op day #8. There is no information suggesting that the edwards valve caused or contributed to the patient's death. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards learned a (B)(6) female patient underwent aortic valve replacement (avr) with placement of a 21 mm edwards pericardial valve in the supra-annular position. It was reported sutures were tied without difficulty and there was no apparent difficulty visualizing the valve at implant. It was noted the surgical staff ¿saw blood coming back from retrograde cardioplegia.¿ the aortotomy was enlarged to allow for closure. A tear drop shaped pericardial patch was used to close the aortotomy, just above the non-coronary cusp, in the standard place.¿ the anesthesiologist for the initial avr reported the pre-pump tee and the post-pump tee were ¿not remarkedly¿ different. It was noted the patient¿s cardiac function on echo pre-op was better than the intra-op echos. The annulus on intra-op echo measured 19 mm. The assistant surgeon reported the patient weaned off of cardiopulmonary bypass (cpb) easily. Post-op, they had difficulty weaning the patient off the ventilator. The patient was transferred on post-op day #3 to another hospital for ECMO and further treatment. After transfer, further assessment was made with cardiac catheterization. Per report, the cath showed encroachment of the sewing ring on the left main. She was taken to the operating room on post-op day #4 for CABG to bypass the left anterior descending artery and the circumflex. Her condition is ¿still critical and a good outcome is not expected.¿ the assistant surgeon reviewed the coronary ostia location with an expert colleague. The assistant surgeon noted the coronary ostia were possibly slightly low. The colleague assessed the coronary cath and available images and it was reported this physician did not feel the patient had low lying coronary ostia.

Manufacturer narrative:
(B)(4). Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the patient required return to the operating room to perform coronary artery bypass graft x2. There have not been any allegations of a malfunction or deficiency related to the subject device. Unfortunately, the root cause of this event cannot be confirmed with the available information. No further actions possible at this time. A supplemental report will be filed if any additional information is provided.